Event description:
It was reported that a fire occurred inside the home of the end user and was near the location of an irc5lxo2 concentrator. The end user was evaluated by emt and ambulance personnel after the fire and no injuries were identified. The fire chief at the incident did not report the concentrator as a source of the fire and then concluded his investigation.